Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent an open reduction internal fixation surgery for trochanteric fracture of femur. The surgery was completed successfully with no surgical delay. After surgery, on unknown date, the patient fell and had a secondary fracture. The event was not reported to be product related. The revision surgery is planned on (B)(6) 2022. In the revision surgery, the trochanteric fixation nail advanced (tfna) used in the initial surgery was removed and a new longer nail and cement was used for treatment. It was further noted, the tfna was broken. It is unknown if the nail broke during fall. This report is for an unknown tfna distal locking screw. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown tfna distal locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.